Manufacturer narrative:
The events of necrosis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "breast wound requiring debridement of necrotic tissue"; capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side "breast wound requiring debridement of necrotic tissue," "capsular contracture," baker grade unknown, and "increased risk of alcl." The report of "post operative hematoma" has been deemed not related to the device. Device has been explanted.